Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicated the reported issue. Event log recorded pt800 (turbine diff press xdcr) fault. The combination of transducer faults at power up for pt800 with successful calibration of all transducer indicates that the auto zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto zero calibration at power up and operational auto zero checks. Solenoid failure. Additional information: the unit alarmed vent inop (ventilator inoperable).